Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose rubber encasing on the patient cable, cracks on the handle of the mobile power unit, and cracks on the battery door of the mobile power unit was confirmed via the returned mobile power unit (mpu). The mpu (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) on (B)(6) 2021. During the edc evaluation, the rubber encasing of the patient cable was observed to be loose. Additionally, the handle was observed to have small cracks along with cracks on the battery door. A power on/off inspection was completed, and the system booted up as intended. The system was functionally tested and passed all steps without issue the patient cable, handle, and battery door were all replaced. Preventative maintenance was performed on the device, and the patient cable was forwarded to product performance engineering (ppe) for analysis. The loose rubber encasing on the patient cable was confirmed during ppe testing. Additionally, the patient cable was placed in a known working test unit and functioned as intended. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The handle of the mobile power unit was found to have small cracks. The rubber encasing of the patient cable was loose. The battery door was also cracked. When tested, the system booted up and functioned as intended. The patient cable, handle, and battery door would be replaced.